Manufacturer narrative:
Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. Visual analysis did not identify any anomaly with the delivery device. The device successfully passed mechanical and functional testing. The reported device had a failure event cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation as product analysis of the returned device did not identify any anomaly that would have led to the reported difficulty.

Event description:
It was reported that, during a water vapor therapy procedure, the device had a failure. The surgery was cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that, during a water vapor therapy procedure, the device had a failure. The surgery was cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.